Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "(B)(6) was using the clip applier to ligate the vessel and when he pulled the trigger the clip double misfired causing a rupture to the vessel, this was resolved and no further intervention was required. Patient status: n/a, patient was fine."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, a photograph taken during the procedure was evaluated. Upon investigation of the photograph, engineering noted that two clips were closed over the vessel but one clip remained open. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.